Event description:
It was reported that there was smoke from the unit. No additional information.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found, the device presented a burned pcb (printed circuit board), wear and tear damaged enclosure, front cover, tank cover, and block assembly, faded line cord. The customer stated, problem was duplicated, smoke came from pcb, which was burned. Replaced: pcb, enclosure, tank cover, line cord, block assembly, and front cover. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed, because the results of the complaint investigation do not indicate, a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found, during the review of service and repair records.

Event description:
Additional info: it was reported that there was smoke. Event date updated. Unknown if in use with patient.